Manufacturer narrative:
(B)(4). Visual inspection found the cord caught in the seal between the lid stock and the plastic tray. The underlying wires were compressed and visually damaged. Manufacturing has been notified of the customer's complaint.

Event description:
The customer reported that the device had an exposed wire. It was not used on a pt. The device was returned for evaluation and an initial evaluation confirmed that the wire was exposed. Ther device failed hipot testing.